Event description:
Fiber break away at the connector (burned out at the white heat sleave). This happen when the customer stopped lasing for a while and when they continued, the connector break off. The energy setting is 500mj and the frequency is 5hz.

Manufacturer narrative:
Reusable fiber.